Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified an extended opening on the posterior ide, blue particles and the device was underweight. A visual and microscopic analysis was performed which identified a striated opening on the posterior, non-penetrating nicks and fold creases. Based on the device analysis the final assessment is: a striated opening on posterior due to surgical damage consistent with the use of some surgical tool. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.